Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified. A tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was prepped in the normal fashion with no complications or noticeable issues. While introducing and advancing the farawave catheter into the faradrive sheath, the physician noticed some frothiness in the aspiration syringe. The physician was not comfortable with this since it indicating air being pulled into the system. No air was visible in the sheath, nor in the patient. Non-boston scientific device was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was prepped in the normal fashion with no complications or noticeable issues. While introducing and advancing the farawave catheter into the faradrive sheath, the physician noticed some frothiness in the aspiration syringe. The physician was not comfortable with this since it indicating air being pulled into the system. No air was visible in the sheath, nor in the patient. Non-boston scientific device was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.